Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00841.

Event description:
The user facility reported that during preventative maintenance (pm) of the device, only half the roller pump display was coming up. There was no patient involvement.